Event description:
The biomedical engineer reported the device alarmed and shut down during use on a patient. The biomedical engineer reported the unit had been placed into sue and the clinician did not plug the ventilator into ac power. As a result, the ventilator was running on back up battery power and the battery depleted upon use and the unit alarmed and shut down. The clinician reported hearing the unit alarming and responded to the patient and there was no patient harm. The clinician plugged the device into ac power, and there was no further issue. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source.